Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to an avance when an alarm sounded, and it was noted that the patient showed signs of hypoxia and desaturation. The patient was switched to manual ventilation and case completed. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The ge healthcare fe found no issue upon inspecting the device. The root cause of the patient desaturation is loss of hospital o2 supply, resulting in an alarm and the user accepting to switch to air only mode.